Event description:
On december 7, olympus medical systems corp. (Omsc) received the literature "a 25 mg rectal dose of diclofenac for prevention of post-ercp pancreatitis in elderly patients¿. The purpose of the literature was to evaluate the efficacy and safety of 25 mg diclofenac in preventing post-endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep) in elderly patients. The ercp was performed using an endoscope (tjf-260v or jf-260v). A guidewire, a cannula and a catheter were also used but were manufactured by non-olympus. In the literature, it was reported 18 mild pep, 9 moderate pep, 3 severe pep, 22 hyperamylesia, 1 post -est bleeding, and 5 biliary infections. Mild and moderate pep and hyperamylesia were decided as not serious injury, according to harm list ver.20 (ID:03-15-008 or ID:03-15-008). Post -est bleeding was decided as not serious injury, because no ¿significant¿ was written in literature. On (B)(6) 2021, medical safety officer, who has a medical license, reviewed that the biliary infection was not serious injury and less relationship between the scope and the biliary infection. ¿most of the subject patient had some biliary diseases such as common bile duct stone, malignant biliary stricture and so on. Therfore, the cause of the biliary infection is less relevant to the device and is more likely to depend on the patient's condition. Also, the biliary infection is not cross-infection and not serious, because in this case it is the patient's own fungus. In addition, there is no description of severity in the literature.¿ based on the available information, no malfunction was reported and a direct relationship between the olympus product and these complications could not be determined. However, 3 severe pep is serious injury, and the olympus scope might be associated with 3 severe pep. This is the report regarding 3 severe pep.

Manufacturer narrative:
The subject device was not returned to olympus. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.